Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving bupivacaine 10 mg/ml for a total dose of 2 mg/day and fentanyl 200 mcg/ml for a total dose of 31 mcg/day via an implantable pump. It was reported the patient had a motor stall over the weekend that they stated the patient did not have a magnetic resonance imaging (MRI/was non-magnetic) or electromagnetic imaging (emi) related. It was noted that the hcp and patient decided not to replace the pump and turn the pump to off state. The pump off code was provided. No symptoms were reported. The event date was (B)(6) 2020. No further complications were reported.